Event description:
On (B)(6) 2012, patient reported the up and down buttons on the infusion device do not respond. Patient stated the up button only functions intermittently but the down button will not respond at all anymore. Patient reported the issue has been intermittent for about 5 months. Patient stated she has tried new batteries and the buttons are not flat. Patient reported the up button works if it is pressed hard, but the down button does not. Patient stated she did receive the button recall notice. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.